Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was not previously returned for service. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). (B)(4). 8100 failing patient side occlusion. Biomed tried calibrating the pressure sensor and passed. Recommend to replace the platen assembly. If still failing replace the bottom pressure sensor and run the patient side occlusion task. Lastly would be to replace the logic board. Biomed will try a new platen.